Event description:
It was reported to philips that the geometry movements were unavailable. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was delayed, and completed the next day. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry movements were unavailable. Analysis of the log file showed a malfunctioning geo-pc. Reported malfunction' geometry movements were unavailable' can be confirmed. Upon troubleshooting, fse found that it was unable to communicate with geo ipc. To resolve the issue, fse replaced the geo ipc and installed the software. The defective geo ipc was returned to philips for failure analysis and the failed component was bios. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.